Event description:
Patient 9 of 10: it was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- high sensitivity troponin was seen in one (1) sample. The test values showed no result, so a new tube from a different lot was selected for a redraw. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-jul-2025. Investigation summary - bd received (B)(4) samples for investigation. These (B)(4) returned samples were visually inspected and no issues were identified. Additionally, (B)(4) retained samples were visually inspected with no issues identified. Furthermore, functional testing for heparin activity was performed on (B)(4) customer samples and (B)(4) retained samples, with all results meeting the specification limits, further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results- high sensitivity troponin t. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 9 of 10. It was reported after using bd vacutainer® pst¿ gel and lithium heparinn (B)(4) units, erroneous results- high sensitivity troponin was seen in one (1) sample. The test values showed no result, so a new tube from a different lot was selected for a redraw. No adverse impact was reported regarding the patient or user.